Manufacturer narrative:
The biomedical engineer reports that the screen on the bedside monitor has gone out. The touch screen is still functioning as clicking sounds can be heard when screen is touched. Customer provided the software version they are using. A loaner device was sent to the customer. The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. The inverter board and touch screen were both replaced. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the screen on the bedside monitor has gone out. The touch screen is still functioning as clicking sounds can be heard when screen is touched. Customer provided the software version they are using. A loaner device was sent to the customer.